Event description:
A dialysis facility reported that a patient came in with a pre wt. Of 71.3 kg. And a post wt. Of 67.2 kg. His dry wt. Was 68.5 kg. The patient c/o hypotension and cramps post treatment. He was given an additional 800 ml. Of saline. Based on the wts. Reported and saline given, there was an excessive fluid removal of 1.7 kg. There was no serious patient injury. He was stable upon discharge.

Manufacturer narrative:
Valve returned to the manufacturer for further investigation was found to be leaking when pressurized. A simulated patient run was performed and the results showed that there was an excessive fluid removal.